Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported under infusion, which was reproduced. The device investigation found that the upstream finger (usf) pressure plate, downstream finger (dsf) and the upper and lower valves to be out of specification. The device was recalibrated. (B)(4).

Event description:
It was reported that a spectrum pump failed flow rate test during preventive maintenance testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). This MDR was initially reported in error. Upon further review of this evaluation, it was concluded that the reported malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. The device was flow rate tested multiple times and the pump was found to deliver with in 10% accuracy. Manufacturer report number (B)(4) can be removed from the FDA database.